Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweating and blurry vision. Customer performed a capillary test with a competitor brand meter that gave a reading of 35 mg/dl and was treated with two cans of coke and a brioche bread from a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader mggc260-t0462 has been returned and investigated. Visual inspection has been performed on the reader and damage was observed due to use related issue. Reader powered on with button depression. Cracked screen was observed. The reader was unable to be observed if displayed ¿connected to pc¿ message. Extended investigation has been performed. Visual inspection has been performed on the returned reader. Damage was observed on readers casing, consistent with misuse. Reader powered on with button depression however screen is white with black lines through it. Visual inspection was performed on the returned reader pcba (printed circuit board assembly) and sensor was de-cased. Observed damaged lcd screen and unable to see "connected to pc" display message. Therefore, this issue is not confirmed to use due to the damaged lcd screen. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweating and blurry vision. Customer performed a capillary test with a competitor brand meter that gave a reading of 35 mg/dl and was treated with two cans of coke and a brioche bread from a third-party. There was no report of death or permanent injury associated with this event.